Manufacturer narrative:
H2) device evaluation: h3, h6) analysis was completed for the mobile view station (mvs) computer. Visual/physical examination and functional testing were performed. The mvs computer server failed the bench test. There was an error message on the screen and the analyst was unable to work around it. It was determined that there was a failure with the mvs computer related to a database error message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000520, serial/lot #: (b()4). A medtronic representative went to the site to test and service the equipment. The mobile view station (mvs) computer was replaced and the network settings were reset on the mvs. The imaging system then passed the system checkout and was performing as intended. The mvs computer was received by medtronic but was under analysis at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the system was having intermittent issues connecting to the network with the medtronic navigation systems and the site¿s electronic picture archiving and communication systems (pacs). Site it checked their side and confirmed good network ports and cables. The site representative who reported this issue mentioned that they could see the network interface card on the system turning off and on when it was connected to the network. There was no patient involvement with this event.